Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. There have been no other complaints reported in the lot number. A root cause cannot be identified at this time. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the surgeon indicated that the refractive outcome was not as myopic as anticipated, and the patient was unhappy. The lens was later exchanged. Additional information has been requested.